Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence secondary to fluid loss in the device. All components, including a second cuff, were removed. A new aus using two cuffs was then implanted. There were no patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.